Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 420 mg/dl. The pod was worn between 1 and 4 hours on the leg. It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Inspection of the device found no issues capable of preventing the proper insertion of the cannula. The cause of this event could not be determined.correction to d(4): lot number changed from unavailable to pd1k09162151. Expiration date changed from unavailable to 3/16/2023. H4 - device mfg date changed from unavailable to 9/16/2021.